Event description:
It was reported that the insulin pump had alarmed sensor error and the customer also reported problems with lost sensor alarms. At the time of the phone call the customer' blood glucose was 11.2 mmol/l. Troubleshooting was performed and it was discovered that the customer had a major blood glucose swing from of 2.4 mmol/l to 15.1 mmol/l. The customer was not hospitalized. The sensor was removed from the customer body and it was discovered that the sensor never actually was inserted or had pulled out due to them possibly taping it down too tight. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.